Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d1, d4 (version or model #, UDI #), e2, e3, e1(initial reporter). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy customer identified perforation in balloon. No patient injury or harm was noted.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).